Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration, that the force sensor plate was visibly damaged, and that the force sensor pins were partially dislodged from the sockets. Review of the pump history revealed a loss of prime warning associated with zero force. The pump was exercise without loss of prime warnings being duplicated.

Event description:
Evaluation revealed that the force sensor plate was damaged, that the force sensor resistance reading was out of calibration, and that the force sensor pins were partially dislodged from the sockets.